Event description:
It was reported that the customer requested a speaker assembly. It is unknown if there was an issue with speaker. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer who requested a nemo (non engineering material only) service. The customer was provided a replacement speaker assembly to resolve their issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.